Event description:
An international distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2013 they were contacted by a patient who experienced a hardware failure. The international distributor advised the patient to restart their device on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of the data log confirmed the reported hardware error code on the receiver.